Event description:
It was reported to baxter (B) (4) that a reservoir of a basal/bolus infusor had ruptured during patient use in the hospital. The drug filled in the device was ropivacaine hydrochloride hydrate and fentanyl citrate. There was no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
Device evaluation: the device was evaluated by a baxter technician. The reported condition of "reservoir ruptured" was confirmed through visual examination. The issue is currently being investigated under CAPA-(B) (4). (B) (4)